Event description:
It was reported that that this right atrial (ra) lead exhibited a malfunction and no additional information regarding the ra lead was found. Currently, this product remains in service and no adverse patient effects were reported.